Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital; sent to pathology.

Event description:
As reported: "revision of broken axsos3 distal femoral plate 16 hole right." "Plate revised with new distal fem plate and second plate and bone graft." Patient was found to have non-union.